Event description:
It was reported that the patient experienced septic arthritis. The physician chose to explant the device and leads. No further patient complications have been reported as a result of this event.